Event description:
It was reported that the right ventricular (rv) lead shock impedance had been slowly trending upward, and eventually went high out-of-range with a value of above 120 ohms. Boston scientific technical services (ts) was contacted and discussed options moving forward. It was noted that the right atrial lead had noise as well. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead shock impedance had been slowly trending upward, and eventually went high out-of-range with a value of above 120 ohms. Boston scientific technical services (ts) was contacted and discussed options moving forward. It was noted that the right atrial lead had noise as well. No adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.